Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black connector on this patient¿s mobile power unit (mpu) cable was coming apart. The mpu was replaced.